Manufacturer narrative:
The insulin pump powered up properly after battery installation and no blank display noted. No button error alarm during testing. The insulin pump had unresponsive buttons due to corroded keypad traces. Unable to perform operating current test or verify auto off alarm due to unresponsive buttons. The insulin pump had minor scratches on lcd window, cracked case at display window corners, broken belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that she was sitting at a concert and the insulin pump kept alarming button error and auto off. Blood glucose value was 194 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.